Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-08284. It was reported, the patient's permanent leads were less effective than the trial. Despite having multiple programs in the device, the patient reported, the stimulation did not cover the pain areas adequately and some program gave unwanted stomach stimulation. The patient wanted the device to be explanted and the surgery had been scheduled at a future date.